Event description:
The hcp reported that, at refill, the pump was aspirated successfully. "Upon injection, the pt reported pain at the pocket site and the hcp looked at the pocket and saw it protruding." She had injected 20cc of the 60cc syringe of 2.5mg/ml morphine and 100mcg/ml or clonidine. The only symptom the pt displayed was a drop in blood pressure. The hcp aspirated the pocket and got most of the medication back, started a narcan drip, and monitored the pt.